Manufacturer narrative:
On october 21, 2021, mentor became aware that the bilateral replacement surgery was (B)(6) 2021, and right side device was found to be ruptured. Field d6b for explant date has been updated, and codes have also been updated under section h on this form since no product quality issue was found on the left side. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: left deflation. Date of explant: (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent breast augmentation procedure with unknown size unknown gel implants and experienced bilateral breast implant rupture. Patient wants to exchange them and healthcare professional believes there's a rupture since they are "old". As a result, the devices will be explanted, and replaced on (B)(6) 2021. This medwatch report is for the patient¿s left-sided device.